Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-sep-2017. The most recent information was received on 01-feb-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of fatigue ("chronic significant fatigue"), weight increased ("weight gain"), memory impairment ("attention and memory disorders"), sleep disorder ("sleep disorders"), migraine ("migraines"), asthenia ("chronic asthenia") and the second episode of arthralgia ("arthralgia") in a 41-year-old female patient who had essure (batch no. 835435) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue (seriousness criteria medically significant and intervention required), memory impairment (seriousness criterion medically significant), sleep disorder (seriousness criterion medically significant), the first episode of arthralgia ("joint pains"), breast disorder female ("breast disorders"), disturbance in attention ("attention and memory disorders"), ear disorder ("otolaryngology disorders") and pharyngeal disorder ("otolaryngology disorders") and was found to have weight increased (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced migraine (seriousness criterion medically significant), asthenia (seriousness criterion medically significant) and the second episode of arthralgia (seriousness criterion medically significant). The patient was treated with surgery (both essure removed - laparoscopy for salpingectomy with bilateral uterine horn ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fatigue, weight increased, memory impairment, sleep disorder, migraine, asthenia, the last episode of arthralgia, breast disorder female, disturbance in attention, ear disorder and pharyngeal disorder outcome was unknown. The reporter considered asthenia, breast disorder female, disturbance in attention, ear disorder, fatigue, memory impairment, migraine, pharyngeal disorder, sleep disorder, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: succession of health disorders since insertion of essure not explained by any examination performed (blood work-up, pathology research, among others). Removal was performed at the patient's request. Primary reason for removal: adverse event (s): arthralgia, migraines, chronic asthenia, weight gain, sleep and memory disorder. No follow-up available six or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2019: patient's information was updated and it was confirmed that the pharmacist considered that essure caused or contributed to the occurrence of the events. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-sep-2017. The most recent information was received on 23-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of fatigue ("chronic significant fatigue") in a (B)(6) female patient who had essure (batch no. 835435) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue (seriousness criteria medically significant and intervention required), the first episode of arthralgia ("joint pains"), breast disorder female ("breast disorders"), disturbance in attention ("attention and memory disorders"), memory impairment ("attention and memory disorders"), sleep disorder ("sleep disorders"), ear disorder ("otolaryngology disorders") and pharyngeal disorder ("otolaryngology disorders") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced the second episode of arthralgia ("arthralgia"), migraine ("migraines") and asthenia ("chronic asthenia"). The patient was treated with surgery (both essure removed - laparoscopy for salpingectomy with bilateral uterine horn ablation). Essure was removed on (B)(6) 2018. At the time of the report, the fatigue, weight increased, breast disorder female, disturbance in attention, memory impairment, sleep disorder, ear disorder, pharyngeal disorder, the last episode of arthralgia, migraine and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, breast disorder female, disturbance in attention, ear disorder, fatigue, memory impairment, migraine, pharyngeal disorder, sleep disorder, weight increased, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: succession of health disorders since insertion of essure not explained by any examination performed (blood work-up, pathology research, among others). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-jan-2019: case (B)(4) (MFR number 2951250-2019-00394) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporters and events arthralgia, migraines and chronic asthenia added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.